Event description:
The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required. Because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10 concomitant products: (B)(6) - 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6) - 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) - 1200-a - cemex rx 40g low viscosity. (B)(6) - 200-02-35 - three peg patella 35mm. (B)(6) - 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) - 201-78-88 - 4" drill bit, mod. Hex 2-pk. (B)(6) - 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.